Event description:
(B)(6), head of the central sterilization department, reported via our sales rep, (B)(6), that despite a constant sterilization process, the plastic grips of the instruments dissolve. Parts drop off. For cleaning are (B)(4) from dr (B)(6) used. Loose parts could reach the operation area.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. (B)(4).